Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 400, 450, 475, and 150 mg/dl when all tests were performed 1 minute apart on the advantage system. Reporter indicated not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.